Event description:
It was reported that the patient consented to a surgical lead placement with t9/10, and t8/9 laminectomies were created. A passing elevator was used to assess the canal prior to introducing the real lead. The doctor selected the 565 paddle lead. On introduction the audiologist monitoring the case expressed loss of motor information indicative of cord compression and bruise. The lead was immediately removed and not implanted, and the decision to abort the case was taken. A drain was inserted and the incision was closed. The patient was taken to the post-anesthesia care unit (pacu), where the patient would be further evaluated. There was bilateral lower extremity weakness, but the patient noted to wiggle their toes. There was also loss of reflexes in the lower extremities. It was later reported that the patient fully recovered.

Manufacturer narrative:
(B)(4).